Event description:
N/a.

Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR) - lot 5990723 (sn (B)(6)) met specifications when released. Failure analysis - the issue of the complaint has been confirmed: catheter cut into 70cm from connector. The catheter has deep crimped marks where cut is. No testing was possible. The root cause of the issue reported by customer could be determined as a mishandling of the catheter.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a procedure, the white wire of the microsensor broke. The procedure was completed with a replacement product available.